Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, or interaction with accessory devices. In this case, it is possible the herculink interacted with the guide catheter during advancement, causing the reported stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the right renal artery. The 4x12mm herculink elite balloon expanding stent (bes) was attempted to be used in a procedure; however, the stent dislodged while in the guide catheter. Therefore, the guide catheter was removed with the dislodged stent. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another herculink bes was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.